Event description:
Locking cap popped out of the screw 1.5 years post surgery travios in l3-l4 and l4-l5. The pt has been reoperated and was implanted with a new lock-cap. This report is #2 of 3 for the same event.

Manufacturer narrative:
The investigation could not be completed. No conclusion could be drawn, as no device was returned and no lot number was provided.